Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said "its not working" which was clarified as they were not getting good therapy results anymore. During the call, the patient synched to their ins which showed stimulation was on; they were at 8.5v on program 1. They added that they've been at 8.5v for a week so they changed from program 1 to program 2 and then increased to 7.0v. The patient confirmed that they felt stimulation strongly but comfortably in the bike seat area. They reported that their patient programmer (pp) showed program 2 without them manually changing it about a month back; the issue only occurred once. The patient also saw poor communication intermittently last week, but was able to connect to their ins during the call. The patient also reported pain in their left side hip which started about a week ago. They previously tried turning stimulation off, but they didn't notice a difference. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss programming and symptoms. No further patient complications have been r eported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who continues to have therapy-related concerns. On (B)(6) 2019, they were going to the restroom more often and was up 5 times during the night when they normally go twice a night; the event was considered a sudden change in therapy/symptoms. During the call, the patient synched to their implantable neurostimulator (ins) which showed stimulation was on; they were on program 4. As a result of what was reported, the patient increased stimulation to 4.5v and indicated that they were feeling stimulation sensation. It was reviewed to follow up with the healthcare provider (hcp) if they continued to have therapy concerns. No further patient complications have been reported as a result of this event.